Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving the error 5 and error 2 error messages. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 2:30 pm, the patient obtained the error messages error 5 and 2 on the reported meter; he did not obtain a blood glucose reading. Forty-five minutes afterwards, the patient experienced the symptoms of "very high blood glucose" levels. The patient administered self-treatment by taking 1.5 units insulin via his pump; she did not seek any emergency medical attention. Troubleshooting revealed the patient's test strips were correct, her testing technique was correct and the test strips correctly drew in the blood sample. The error messages issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe injury after she was unable to test her blood glucose level due to the meter issues and received treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.